Event description:
It was reported that the patient met with the manufacturer¿s representative (rep) and he said that the leads in the patient¿s upper back were broken, and the program 1 doesn¿t work but the program 2 works still. The patient reported their doctor ¿would not replace their upper lead because it¿s broke, and the lower one has been working so I have been using that program.¿ the patient¿s doctor ¿talked to another surgeon and they were talking about the wire being broken. I wrote him a letter but he hasn¿t answered it.¿ the physician ¿wouldn¿t replace the battery because of the broken wire.¿ a request was made to help find another physician. The patient had always had pain but her worse pain started when her ¿line broke,¿ four months ago in (B)(6). A possible problem with the ins was reported. Since the device quit working the patient was in a lot of pain and worse pain. The rep. Later reported that it was unknown what caused the lead to break. The lead was not explanted and would not be returned. It was unknown if any troubleshooting or interventions were taken to resolve the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had an appointment to see the physician in sioux falls on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3998, lot# v002444, implanted: (B)(6) 2006, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v002444, implanted: (B)(6) 2006, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that high impedances were found on one of the electrodes before and after the replacement. The electrode with the high impedance was not used before or after the replacement. The patient was doing well and was receiving effective therapy.